Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient lost to follow-up presented and it was discovered their right ventricular (rv) lead exhibited high thresholds, it was also noted their implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated and a pacing problem with the device. The ICD was removed and replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.